Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the power switch malfunction. Based on the result, we concluded that it was caused it was caused due to the excessive force applied on the power switch. Correction information: g6: follow up #1 h6: coding changed based on the investigation result additional information: h4:device manufacture date.

Event description:
The power may not turn on. The switch does not turn on. If you hold it down, the power will turn on, but if you release it, it will turn off. The switch is not working properly when a problem occurs. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model epk-3000-us is available in the USA with a 510k number k172156. If additional information becomes available, a supplemental report will be filed with the new information.